Event description:
Procedure - laparoscopy. According to the reporter, the small balloon was difficult to inflate then could not be deflated. The device was used in a tube permeability test. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).